Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received that patient is off his PICC line and medications and the infection has improved.

Manufacturer narrative:
The results / method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had an infection at the ipg site in the thoracic region. The thoracic system was explanted (B)(6) 2019. The patient was treated with IV antibiotics and a PICC line was placed and the patient had home IV antibiotics as well.